Event description:
The patient stated that his infusion device is beeping and displaying "77" on the screen. He stated his power pack had been in use for about 4 weeks. He was advised to insert a new power pack and his infusion device functioned properly. He stated he was aware of the power pack recall, but he thought that the recall was over. He was advised to continue to change his power pack every 2 weeks. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.